Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted. Imagery was provided and reviewed by edwards proctor and the following was observed: moderate paravalvular leak at lateral and medial sides. The valve appeared well-positioned and well expanded. Native annulus measurement was 389.9 mm2, so the size 23mm was recommended for this case. The complaint for valve malposition was not confirmed based on the provided imagery. The complaint for paravalvular leak was confirmed based on provided imagery. The complaint for central regurgitation was unable to be confirmed due to unavailability or relevant imagery/medical records. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), device malposition is a potential adverse event associated with the transcatheter valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to malposition, including: improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcification in the landing zone, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. However, per imagery review, the valve appeared to be well-positioned and well expanded. In this case, no valve malposition was observed. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, patient had valve area 355 mm2; however, measurement of annular area was 389.9 mm2 per provided imagery. Per the IFU, both measurements fall within the range for a 23 mm transcatheter heart valve (thv), although a 20 mm thv was implanted. Therefore, undersized thv may have compromised the seal provided by the skirt between the valve and target site (native annulus), leading to pvl as observed. In additional, post-dilation was performed four times in an attempt to resolve the pvl that was likely due to undersized thv. As such, available information suggests that procedural factors (undersized thv) may have contributed to the pvl. In this case, post-dilation was performed four (4) times in an attempt to resolve the pvl, which could cause the valve to become over-expanded. Over expanded/overinflated valve could prevent the valve leaflets from opening and closing, leading to central regurgitation, as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the central regurgitation. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to the hemolysis. Investigation results suggest pvl may have caused or contributed to the hemolytic anemia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Neither a product risk assessment, nor corrective or preventative actions are required at this time for the malposition, paravalvular leak, and central regurgitation. However, due to other similar complaints, corrective/preventative actions were previously initiated to capture the further investigation for hemolytic anemia.

Event description:
As reported by our affiliates in japan, post transfemoral transcatheter aortic valve replacement procedure for a 20mm sapien 3 ultra resilia valve, hemolytic anemia was observed. At the index procedure, the paravalvular leak (pvl) was mild. The patient was discharged. On post operative day 25, hemolytic anemia was confirmed. The pvl had worsened to moderate and the patient was admitted. Per follow-up, it was reported that the condition was not improving. A balloon aortic valvuloplasty (bav) was executed to treat the pvl on post operative day 70. Pvl was resolved; however, mild transvalvular leak was observed.

Manufacturer narrative:
Investigation is ongoing.